Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing. Upon review, it was noted that the signals were falling into the device-programmed blanking zone. Reprogramming options were recommended and performed. At this time, this crt-d remains in service and there were no adverse patient effects reported.